Event description:
The event described in the referenced report was submitted by cochlear americas in MDR 6000034-2005-00163. The initial MDR report was sent on 6/2005. The healthcare professional requested the device evaluation after the pt did not respond to stimulation during a routine follow-up visit in may 2005. At that visit, the pt's parents reported that the child had made progress with auditory skill development, but had appeared to reach a plateau. Testing of the cochlear implant in situ revealed open circuits on all electrodes on the array. A follow-up MDR was submitted to the FDA in 2005. As reported in that MDR, an analysis of the explanted device revealed broken electrode wires in the helix of the electrode array lead. This analysis result reasonably suggests that a product problem may have contributed to the reported event. It is not possible to determine when the electrode wires were broken or how the electrode wires were broken. Device reliability calculations indicate that the reported event has not occurred with greater frequency than expected. Please see the attached nucleus report on reliability. The reliability figures have not changed significantly since this publication was issued.

Event description:
Origin implant in 2004. Documented as malfunctioned and brought back to the or for removal and reimplantation in 2005.